Manufacturer narrative:
This device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited capture threshold measurements greater than 6.0v and no pacing output was delivered when required on the atrial channel. A revision procedure was performed and the atrial lead was removed from service and replaced. The boston scientific representative who performed the revision procedure stated there was no observed dislodgement, fracture or issues with the device header, terminal pins or set screws. No additional adverse patient effects were reported.